Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure, there was an alleged inaccuracy with the navigation system. The surgeon had issues verifying the straight suction and was inaccurate anteriorly approximately 5mm for the surgery. It was reported that only straight suction was attempted. The representative stated that re-registering with the patient with tracer resolved the issue. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.